Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator's sound abatement foam became degraded and caused asthma. There was no indication of any medical intervention received. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported received information alleging a ventilator's sound abatement foam became degraded and caused asthma, the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirmed the dust contamination and there was no visible foam degradation.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused asthma. There was no indication of any medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.